Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4) a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced the consolidated vent interface board and the anesthesia control board to resolve the reported event.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. The unit was restarted and case completed. There was no report of patient injury.